Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using pyxis medstation es system, nursing staffs experienced performance issues with the subacute a and subacute b units. The customer noted that the system was slow in loading patient information and medications, leading to delays in the dispensing of medications. There were no adverse events or injuries reported based on this incident.